Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported that a patient had a 6-day post-operation incident of bleeding after a tonsillectomy procedure. The force fx-8c generator was utilized during the original procedure. The customer reported that sutures were required for the patient as a result of the bleeding. Covidien handpiece ref # (B)(4), and covidien valleylab ref (B)(4) footswitch were utilized though the lot numbers were not provided. The doctor reported that the unit acted differently when compared with other non-covidien units he was accustomed to using. The initial settings of the unit were reported as 22 spray for needle tip and 28 spray for suction coagulator. No additional information was provided by the facility.